Event description:
It was reported that (1) atw35 device was used during a laparoscopic colectomy. It was reported by the rep that after (6) firings the jaw would no longer stay open. There was no consequence to the pt.